Event description:
A report was received that the patient was experiencing inadequate stimulation. It was noted that the lead had moved eccentric to the left midline. The patient underwent a lead revision procedure and was doing well postoperatively.